Event description:
Literature was reviewed regarding a patient with a dysfunctional non-medtronic aortic bioprosthesis (mitroflow no. 19) who underwent transcatheter valve-in-valve replacement using a medtronic 23 mm evolut pro+ valve. Following deployment of the evolut pro+ valve, angiography showed a dissection of the left main (lm) coronary artery with occlusion of the left anterior descending (lad) artery, ¿likely due to (guide) catheter displacement during valve release.¿ as written, the patient experienced severe chest pain and a new left bundle branch block (lbbb). Urgent coronary intervention was subsequently performed, which consisted of a balloon dilation that failed to restore coronary flow, followed by the placement of three stents from the lm to the lad. Normal coronary flow was restored, resolving the lbbb and chest pain. The authors ended their account with the statement that the patient remained asymptomatic the following day, with an elevated troponin value but no wall motion abnormalities detected on echocardiography.

Manufacturer narrative:
Citation: comis a, immè s, tamburino c, tamburino c. Catheter-induced left main dissection during valve-in-valve tavi: a rare complication of coronary protection strategy. Eur heart j case rep. 2025;9(12): ytaf584. Published 2025 dec 24. Doi:10.1093/ehjcr/ytaf584 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.